Event description:
Pt had bilateral silicone gel breast implants placed in 1974 - unknown MFR or where she has them initally placed. Pt came in for outpatient surgery for removal of ruptured implants with extensive capsulectomy. Bilateral augmentation mammoplasty with mentor smooth round saline implants were placed.